Event description:
Retailer is claiming that a female consumer contacted them and alleged that while using the heating pad during her commute on a train, her heating pad caught on fire. No injuries or property damage were reported with this incident.